Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the upon interrogation of the patient's implantable cardiac monitor, the patient activated electrocardiograms were noted to have been missing. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that the missing patient activated electrocardiograms were due to a diagnostic issue with merlin.net that prevented these episodes from being viewed. These missing episodes were successfully retrieved.